Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No button error alarm during testing. Device passed displacement test and self test. Device received with severely scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and missing end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the keypad on insulin pump was unresponsive. No harm requiring medical intervention was reported. The insulin pump is expected to be returned for analysis.